Event description:
The lens was explanted due to the opacification, suspected to be caused by calcification. The pt visual acuity preoperative was 20/333. The original cataract surgery was performed in 2001.